Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was corrosion in the pump usb port resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.